Event description:
Info received on 1/2001 indicated that the pt received two separate 8f angio-seal devices within one week in the same groin. A venous sheath was placed in the right femoral vein along with the initial angio-seal deployment. It was reported by the daig rep that sterility had not been maintained at the sheath site. The sheath was removed at a later date. The pt was treated with antibiotics and is recovering. According to the cath lab supervisor, the source of infection was likely related to improper maintenance of the venous sheath.